Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, there were repeated cubie releases when attempting to issue potassium chloride. The cubie kept ejecting and counting the medication as taken. Cubies (B)(6) (gabapentin cap 100 mg), (B)(6) (quetiapine tab 25 mg), and (B)(6) (azithromycin tab 250 mg) were also ejecting when attempting to access potassium chloride ER 100 meq in cubie (B)(6). The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.